Event description:
It was reported that there was particulate matter (pm) in the fluid path of a continu-flo solution set with duo-vent spike. In the process of setting up to spike the bag, it was observed that that there was a foreign body in the tubing. The pm was described as, ¿particulate matter / foreign material (appearance / color / size) is gold/black/foil appearance¿. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a degraded piece of burned resin inside the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.